Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu (lot: n3j2010y), egia60axt, egia60axt egia60 artic extra thicksulu (lot: n3j2010y), unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open umbilical hernia repair procedure, while stapling, the two reload's partially fired and the staples were poorly formed. Some staples also fell into the patient's cavity. A new reload was used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open umbilical hernia repair, while stapling, the two reloads fired, the staple line was incomplete, and the staples were poorly formed. Some staples also fell into the patient's cavity and were able to be retrieved one by one with a dissector. A new reload was used to resolve the issue.

Manufacturer narrative:
Correction: b2, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.